Event description:
The pt received her scs system on (B)(6) 2009. It was reported that she had not used or recharged the ipg in a year or more. The pt lost stimulation around (B)(6) 2011. The programmer and charger will not locate the ipg. As a result, the ipg was explanted and replaced. The pt is receiving adequate stimulation from the replacement ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval: results: as received, no communication could be established with the ipg using a test standard programmer. The outcome aligns with the details reported in the event alleging the pt's failure to recharge the ipg for several months. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.